Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports testing 6.4 inr on the coaguchek xs system and her physician advised her to go to the hospital due to internal bleeding. A laboratory value returned as 4.0 inr. The caller was removed from coumadin and treated with a heparin IV. Requested return of suspect device and replacement was sent.